Event description:
Baxter received a report from a pharmacist involving the automix 3+3 compounder. According to the facility, the unit would not accept any programming from the control module. The unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition where "the unit would not accept any programming from the control module" was confirmed and reproduced during device evaluation. The root cause was due to a defective I/o printed circuit board, which was replaced to resolve the reported condition. Additional information: this device is (B)(4) exempt from having a 510(k) number. Its additional 510(k) number is k955622. This issue is being investigated through CAPA.